Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading the cartridge with 250 units of inuslin. Customer's blood glucose level was not impacted. Reportedly, the customer was able to successfully load the cartridge onto the pump.